Event description:
The angio-seal device was deployed following a ptca with stents to the right coronary artery (right coronary artery). Immediately following the procedure, the pedal pulses in the procedure leg decreased; initially the pt was asymptomatic; however, subsequently, became symptomatic. Surgery was performed on 09/24/99 due to thrombus and surgical exploration of the right femoral artery. Pedal pulses were obtained with doppler following surgery. The pt was discharged in stable condition. The surgeon later stated that the occlusion was related to atherosclerosis at the puncture site and was not caused by the angio-seal device.